Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. Visual analysis of the lead indicated apparent explant damage. Visual analysis of the lead indicated the lead was stretched. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that implantable pulse generator (ipg) system was removed as the incision was found to be opened and suspected to be infected. The ipg system was not replaced. No further patient complications have been reported as a result of this event.